Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of an unknown age and ethnicity who underwent primary breast reconstruction surgery with mentor breast implants (mentor memoryshape¿ mh 440cc, date of implantation (B)(6) 2015) reports developing re-occurrence of left breast cancer. Biopsy results of a nodule and an ultrasound confirmed the cancer. As a result, patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6) 2020.

Manufacturer narrative:
On 5/3/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).